Manufacturer narrative:
Date of event: unknown/no information. Expiration date: unknown due to the serial# is not provided. Unique identifier number: unknown due to the serial# is not provided. If implanted; give date: unknown/no information. If explanted; give date: unknown/no information. Telephone number: (B)(6). Device manufacture date: unknown due to the serial# is not provided. The device was not returned for analysis. There was a partial model number provided and no serial number reported for this device. Therefore, no further investigation can be performed. If there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. Citation: swaminathan, s. S., quist, m. S., dawson, l. E., rothman, a. L., and herndon, l. W. (2020) effect of nylon wick technique on early intraocular pressure control in non-valved aqueous shunt surgery. Journal of glaucoma publish ahead of print doi:10.1097/ijg.0000000000001674. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review. Effect of nylon wick technique on early intraocular pressure control in nonvalved aqueous shunt surgery. A retrospective study was done to compare early postoperative intraocular pressure (iop) and medication usage in patients undergoing implantation of a non-valved aqueous shunt device with fenestrations only or fenestrations with nylon wicks. A total of 92 eyes of 92 patients with glaucoma received fenestrations with nylon wicks were included in the study. These patients were either implanted with a baerveldt 350 mm2 (n=56) (johnson & johnson vision) or clearpath 350 mm2 (n=36) implant. In addition, a 6-0 prolene (ethicon) or nylon suture was used as a ripcord per the surgeon¿s discretion backloaded into the baerveldt implant and secured using a 7-0 vicryl (polyglactin) suture approximately 2mm anterior to the plate. The conjunctival incision was closed with both interrupted and running 8-0 vicryl suture (ethicon). Post-operative complications include pulled ripcord (n=24), hypotony (n=30), wound dehiscence or leak (n=8), hyphema (n=26), elevated intraocular pressure (iop) requiring ¿burp¿ (n=3), and anterior chamber (ac) reformation (n=3). Five patients required additional surgeries which include anterior chamber washouts (n=2), tube repositioning due to occlusion of the tube by iris (n=1), repair of a wound leak (n=1), and retying of a loose ligature suture (n=1). Other jnj products were mentioned but it is not clear to which device the complaints are related to.

Manufacturer narrative:
In the report submitted june 16, 2021 ((B)(4)), an incorrect model number and catalog number was inadvertently submitted. This report contains the corrected model number and catalog number. Section d4 - model #: unk_glaucoma shunt_baerveldt. Section d4 - catalog #: unk_glaucoma shunt_baerveldt. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.